Manufacturer narrative:
During the analysis of this lead, fraying of the insulation was noted in the proximal region to the lumen of the rope conductors to the ring electrode and the rv shock coil. At just that site, the rope conductors showed fraying of the coating. This damage manifestation can with high probability be regarded as the cause for the impedance of the <25 ohm that was measured before the explantation. The analysis did not provide any indications of a material defect or manufacturing error. Instead, the damage manifestation indicates significant mechanical stress during the operating time. The position and characteristics of the fraying lead to the assumption of strong pressure of the lead onto the ICD housing, as well as friction of the lead against the ICD housing. At the same site, there was a fracture of the rope conductor to the rv shock coil, and sparkover traces could also be seen at the fracture site. In addition, the analysis showed a fracture of the rv shock coil of the originally implanted lead with sparkover traces at the fracture site. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. All other damage on the lead is probably the result of the explantation process. In summary, there were no indications of material defects or manufacturing errors for either the ICD or the leads.

Event description:
Ous MDR - after an implantation time of about 32 months, shock impedance values <25 ohm were reported. At the beginning of the lead revision, the measurement values of the originally implanted leads were within normal range. This lead was equipped with blind caps and deactivated. The newly implanted ICD lead also showed measurement values within the normal range after connection to the ICD. The ICD was then reprogrammed for testing, a 20-j shock was delivered, which was described as ineffective. The ICD lost telemetry contact. The patient was then externally defibrillated. After the patient had been stabilized, a dislodgement of all the leads was discovered, in response to which all leads were explanted. The ICD could no longer be interrogated at that time.